Event description:
Medtronic received information that at an unspecified time this bio-console instrument did not load up when turned on, but it reacted to the flow increase knob. Use of the instrument was unspecified and there was no resulting adverse patient effect.

Manufacturer narrative:
Device evaluation summary: the reported the instrument did not load up when turned on, but it reacted to the flow increase knob was verified during service. The service technician performed complete diagnostics and replaced and calibrated the following; pcb system controller module, flow module, flow simulator and safety module of the base unit. The instrument responded to the increased flow and seemed to work as expected, as the pump was activated by the spinner on the monitor and it emitted acceptable sound signals, but the monitor of the would will start up, the medon would start up. The service technician noted that there was a problem with the gui-bu digital connecting cable. The issue will be resolved by replacing the inner cable base unit 560 cable assy ui and calibrating. Post-repair testing will be performed per specifications. Conclusion: complaint confirmed for the instrument not loading up when turned on, but it reacted to the flow increase knob was verified during service. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.